Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed the gii univ ps femoral impactor has a broken posterior arm cover. Burrs and gouges indicate signs of excessive wear, rendering the device inoperable. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Correction from adverse event to product problem (e.g., defects/malfunctions).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, wear and tear damage to two genesis ii univ ps femoral impactor, have a crack in the green "hook" of the impactors. No case involved; therefore, there was no patient involvement.